Event description:
Caller reporting discrepant low inratio value. (B)(6) 2015 inratio 2.4. (B)(6) 2015 lab 5.3 (venous lab draw). Nine days between tests. Patient self tester adding multiple drops of blood. Patient's therapeutic range 3.0 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. The customer was reported to be taking lovenox at the time of the discrepancy. This is considered off-label usage and cannot be ruled out as a cause for the error experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.